Event description:
It was reported that after a da vinci-assisted procedure, a staff member experienced a tingling sensation after touching the power cord of patient side cart (psc). A visual inspection of the power cord revealed no frayed, broken, or protruding wires, and there were no signs of thermal damage. The staff member did not require any medical intervention from the electrical shock. An intuitive surgical inc. (Isi) technical support technician (tse) was notified and advised that an isi field service engineer (fse) would visit the hospital to replace the psc power cord and conduct an electrical safety test following the replacement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side cart power cord, tested the system, and verified it as ready for use. Isi did not receive a da vinci product to perform failure analysis.